Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of folfusors were leaking from an unspecified location. This issue was identified before patient use. There was no patient involvement. No additional information is available.